Manufacturer narrative:
D10 concomitant medical product: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot# n4l1295uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, during set up, while the patient was being positioned, the manual handle could not close the jaws despite correct loading and removal of the shipping wedge. Multiple attempts to unload and reload the handle were unsuccessful in closing the jaws. As a result, a powered handle with a new reload were used, which was successfully fired, allowing the surgery to continue.